Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to verify no response from any button and frozen screen/time clock advance due to physical damaged to lcd glass. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank and frozen display before and after a battery change. Customer's blood glucose was 165mg/dl at the time of incident. Troubleshooting found that the keypad buttons were also not responsive. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.